Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found within specification and the customer reported issue 'leucovorin bag was empty and did not deliver however the primary bag appeared very swollen' could not be reproduced during evaluation. The reported condition was not verified. Evaluation sent device for flow accuracy testing performed at 350 ml/hour for 60 minutes and found to deliver within specification with an error of -3.19%. An IV set setup for secondary infusion enters the primary line via y-site prior to entry into the pumping channel. Fluid transfer from the secondary to primary bag have several potential causes related to infusion setup. Such as: an improper height differential between the primary & secondary bags, an improperly primed set (including back check valve), or improper/incomplete clamping of the primary fluid when running a secondary infusion above 300 ml/hour [refer to compatible sets list & operators manual]. These setup factors are not related to spectrum pump function and the device found to operate within specification with regards to flow accuracy and no back-flow from the pump to the line experienced. The pumping mechanism pulls fluid from the supply above device and does not facilitate any interaction from primary and secondary fluid supplies. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump was set up using 500 ml primary bag 0.9% sodium chloride injection and 350ml secondary bag of leucovorin. The secondary bag was set at 220 and to be infused and 40 minutes later after starting the infusion, the nurse realized that the secondary bag was empty and primary bag was enlarged or swollen. The rate of infusion was adjusted to account for the additional medication that was found in the primary bag. The rate of infusion was adjusted a third time to complete the infusion as close to as the original completion time as possible. There was no known patient injury or medical intervention associated with this event. No additional information is available.